Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d10: the date the device was returned to the manufacturer was reported as 7/17/19 in the initial report and has been updated to 7/26/19. The actual device was returned for evaluation. During evaluation of the device, it was determined that the device unit failed the check saw head-housing for the saw head was loose, excessive corrosion on the internal components, ball bearing seized, lock for saw damage, unknown liquid residue on electronic control unit, safety ring was broken and failed cannulation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper cleaning of the device which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device has been returned and is currently pending evaluation. Once the device is evaluated, a supplemental medwatch report will be sent accordingly. The device serial number, date of manufacture and manufacture site were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device serial/lot number is unknown; therefore, UDI: (B)(4). The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device was running and then died. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.